Event description:
After removal of a bard temporary pacemaker balloon assisted electrode, it was discovered that the balloon was missing from end of electrode. No balloon fragments were found. It is possible that a very small balloon fragment was retained in the heart or pulmonary vasculature. No untoward effect observed at the time of electrode removal. Patient died four days later from multiple injuries sustained in motorcycle accident.